Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and visually analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable cardioverter defibrillator (ICD) pocket site. The pocket was revised. The device was explanted and replaced with a device with a different shape and sub-muscular placement. No further patient complications have been reported as a result of this event.